Manufacturer narrative:
The device log was sent to advisory technical service specialist. Advisory technical service specialist checked log and determined the reported problem was due to user operation problem. The ECG source is the external paddle, not the ECG leads. The synchronous mode is selected, but the ECG waveform is disordered and the r wave cannot be detected. Therefore, if the r wave cannot be detected, the synchronous mode will not discharge. Technical service specialist recommend that the ECG source is the ECG leads or a third-party device to collect ECG, rather than the external paddle; in addition, the synchronous mode requires the detection of the r wave to treat the patient. For situations where the r wave cannot be detected, such as ventricular fibrillation, manual defibrillation mode needs to be used directly for rescue. This suggestion was communicated with the doctor who operated the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that discharge cannot be performed in synchronous mode, self-test is normal, customer operation is also ok, on-site inspection is required. Device was in clinical use but no reported user or patient harm. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.